Event description:
It was reported that the implantable cardiac monitor exhibited under sensing. The device was reprogrammed and remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.